Manufacturer narrative:
Additional components involved: plc161200/12061203 UDI: (B)(4), pxc141000/13092670 UDI: (B)(4), plc181200/12019909 UDI: (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® deployment system. On (B)(6) 2018, fenestration of the graft was identified. On (B)(6) 2019, the devices were explanted and the patient was converted to open repair. Additional information has been requested.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - b5: describe event or problem - additional information regarding this event was received. On (B)(6), 2019, proximal extension was performed with a cook fenestrated endograft due to type 1a endoleak of the gore® excluder® aaa endoprosthesis featuring c3® deployment system. Aneurysm growth of 5mm was identified due to the type ia endoleak. The endoleak was attributed to disease progression. In addition, an intraprocedural type iii endoleak was identified and treated immediately during the procedure. The endoleak was related to the cook fenestrated endograft and was not related to the gore® excluder® aaa endoprosthesis. No explant of the devices was performed. H6: result code 1. H6: conclusion code 1.